Event description:
Hosp reported that after the catheter was in place for 48 hours it was noticed that the catheter was partly withdrawn. The user facility thought that the end of the catheter was missing as there was no 5cm segment marking. Using different radiological examinations (x-ray join forefront side-face, ultra sonic, mrt) they failed to find the missing catheter part. As the child needed the catheter for another five days they decided to put a new peridural catheter in general anesthesia. They thought to benefit from the general anesthesia to investigate surgically the hypodermic tissue around the point of puncture and were unable to locate the end of the catheter. After they used a different catheter they realized that the markings on the one from the event was different than the new catheter they placed (new catheter was not the same catalog number). They determined that they did not have an event of the catheter tip remaining in the pt.